Event description:
Pt reported experiencing elevated blood glucose of "hi" on blood glucose meter (generally >600 mg/dl). She indicated that she felt nauseated and extremely thirsty. Pt changed her infusion set, administered a 9.5 unit bolus, and injected 10 units of humalog insulin. She stated that one hour later, her blood glucose remained "hi". Pt reported that she went to bed and the next morning her blood glucose level was 470 mg/.dl. Her normal range was 100-160 mg/dl. She indicated that insulin flowed from the end of the infusion set tubing when priming. In 2006, pt indicated that her blood glucose was still erratic, but was currently 140 mg/dl. No medical assistance was reported. Pt will not be returned for evaluation.